Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead was capped and replaced on (B)(6) 2018 due to lead noise and low, out-of-range impedance. The patient¿s right ventricular lead¿s capture threshold was in range and stable when tested during the procedure. However, the lead was also capped and replaced on (B)(6) 2018 due to previously noted high capture thresholds. The patient was stable throughout the procedure.